Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was reported that the jolting is on the ipsilateral side. It is the whole side, but more in the arm.

Manufacturer narrative:
The hcp has started to provide information on the patient's with the reported issue. Please refer to manufacturer report number #3004209178-2015-20542, and #3007566237-2017-03775 pertaining to two of such patients. Additional information received about the two patient's pertaining to the aforementioned reports, or any future additional patients will be submitted under the aforementioned reports or a new report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the jolting that the patient¿s feel is not local, it is either half of the body or at least their head and arm. The hcp stated they will inform the manufacturing representative of the patients this issue is happening to as they see the patient(s).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about ¿at least three¿ patients with an implantable neurostimulator (ins) for unknown symptoms. The healthcare provider (hcp) reported that they have at least three patients that are experiencing body jolting with electrode configuration changes. The jolts reportedly happen on the same side of the body that the device is implanted on. The most recent patient that this occurred to had this problem at their first programming session, but on the second session it was resolved. The others keep having the issue. There was no patient, device or event date information provided. No further complications were reported.